Event description:
Per the op report: the anterior leaflet was detached from the anterior annulus and transposed posteriorly. Valve sutures were then placed circumferentially around the annulus using pledgeted 2-0 ti-cron sutures with pledgets oriented in a supra-annular (atrial side) orientation. Posteriorly, the valve sutures were used to imbricate the posterior leaflet and the transposed anterior leaflet to preserve as much of the chordal structures as possible. The anterior leaflet was split down the middle and the 2 segments were transposed laterally to ensure the orifice free of obstruction. The patient was actively rewarmed and the heart was reperfused with a warm dose of blood. After ensuring adequate de-airing, the crossclamp was removed and the heart was gradually separated from cardiopulmonary bypass. Transesophageal echocardiogram was performed per our routine and at this point, it was noted that one of the mechanical leaflets did not appear to be moving well. In particular, this appeared to be the anterior leaflet. For this reason, the decision was made to reestablish cardiopulmonary bypass, re-arrest the heart, and reexamine the valve. On visual inspection of the mechanical valve, it was difficult to determine why the leaflet was not moving. There did not appear to be any obstructing chordal structures or tissue that may be impinging the valve. I attempted to reorient the valve to see if better mobility could be achieved using my finger, but this proved ineffective. I then attempted to turn the valve using a padded instrument at which point the posterior leaflet fractured and became dislodged. For this reason, the decision was made to explant the mechanical valve and implant a tissue valve.